Event description:
It was reported during preparation of a percutaneous coronary intervention treatment procedure, a stent moved on the balloon. A 16x2.50mm synergy stent was opened and placed on a sterile field. The physician could not track an unknown manufacture's guidewire onto the stent delivery system. Upon further inspection it was noted that the synergy stent moved on the balloon. The synergy stent was placed aside and the procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer a visual and microscopic examination found that the distal outer and inner were severely damaged. The inner was broken at the bicomponent bond with a stretched and accordioned section on the distal inner just distal to the bicomponent bond. The outer was severely stretched creating a gap between the broken sections of the inner. This damage may have been caused during insertion of the guidewire while holding the distal section of the catheter in a curve. This may have caused the guidewire to catch the inner causing it to stretch. On removal of the guidewire the outer may have stretched and the inner broken as a consequence. The stent had detached and moved proximally onto the distal outer. The stent was severely stretched. The most proximal strut rows remained unexpanded indicating that there was no significant pressure applied to the device before the stent detached. The tip was slightly stretched. This type of damage is consistent with meeting an obstruction during an attempt to remove the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported during preparation of a percutaneous coronary intervention treatment procedure, a stent moved on the balloon. A 16x2.50mm synergy stent was opened and placed on a sterile field. The physician could not track an unknown manufacture's guidewire onto the stent delivery system. Upon further inspection it was noted that the synergy stent moved on the balloon. The synergy stent was placed aside and the procedure was completed with another same device. No patient complications were reported and the patient's status is stable.